Event description:
There was an allegation of questionable inr results from the coaguchek inrange meter. At 5:30 pm, the meter result was 4.0 inr. The result from the clinic's coaguchek meter at the same time was 2.5 inr. The result from the laboratory at the same time was 2.5 inr. The patient¿s therapeutic range is 3.0-4.5 inr.

Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(6). The meter and test strips were requested for investigation. The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.